Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized and treated with vancomycin injection (2gm, intraperitoneal, every 3rd day, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued), and inrom injection (1gm, intraperitoneal, discontinued) for peritonitis. The patient was discharged four days after hospital admission. Pd therapy was ongoing. At the time of this report, the patient has recovered from the events. No additional information is available.